Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported during the procedural preparation of a 190cm emboshield nav 6 embolic protection system (eps), that the tip of the barewire was noted to be broken. Therefore a new emboshield nav 6 was used and the procedure was continued. There was no patient involvement nor clinical delay reported. No additional information was provided.

Event description:
The device return analysis revealed that a broken core could not be confirm, and instead the barewire coils were stretched. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The stretched coils were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and observations from the returned analysis, the noted stretched coils likely occurred due to inadvertent mishandling during preparation and/or removal from the loading tray. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.